Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospino fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle cleanly detached from the suture and remained inside the capio device. The procedure was completed with another capio slim and suture. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the returned capio slim suture capturing device revealed no visual failure. The carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot, the suture and the needle were not detached. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the returned device showed no evidence of either the alleged issues or any defect which could have contributed to the event. The most probable root cause classification is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospino fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle cleanly detached from the suture and remained inside the capio device. The procedure was completed with another capio slim and suture. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.